Manufacturer narrative:
Concomitant product: 100ml baxter bag ndc (B)(4), lot p349191, exp nov 2017, 0.9% sodium chloride injection, therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking at the anti-siphon valve when used with a 10 ml syringe. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the anti-siphon valve was confirmed. Functional testing observed a leak at the engagement between the bottom of the anti-siphon valve and tubing sleeve components. The observed leaking is due to excessive pressure being exerted during the push of the fluid from the 10ml volume syringe. The root cause of the observed leaking at the anti-siphon valve was identified as excessive pressure being exerted during the push of the fluid from the attached 10ml syringe.